Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00984. Related manufacturer reference number: 3006705815-2022-00985. It was reported that the patient experienced discomfort at the ipg site. Patient also had high impedance on 1 contact. As such, surgical intervention took place on (B)(6) 2022 wherein the existing ipg pocket site was resolved and one lead was explanted replaced with a new lead addressing the issue. Reportedly, issue was resolved and therapy was confirmed post op.